Event description:
It was reported that pump battery seemed to lose power too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, so technical support was unable to confirm battery issue, documented event using most recent serial number, and no further action was taken.